Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reports their adc device, "exploded on his arm but it was long time back." There was no report of death, serious injury, or mistreatment associated with this event.